Manufacturer narrative:
Consumer indicated that he may still have the syringe at home. Will return if possible. Does not have any more of the box left, does not know what the lot number was. Unable to conduct complaint history or batch history review on the product, lot number is unk. Will continue to monitor for product return.

Event description:
Consumer normally uses short needle, but pharmacy was ran out. Was supplied a long needle. While using, he had a syringe needle break off in his stomach. Went to his md's office and had the rn remove it for him.